Event description:
The report indicated that, despite having administered multiple correction boluses, the customer's bgs rose throughout the night (258-438 mg/dl). A new pod was applied in the morning and a manual insulin injection was administered to counter the high bgs. Both a kink and the presence of blood were seen in the cannula. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.